Event description:
The patient was implanted with t-sling. Later the patient experienced infection, specifically recurrent urinary tract infections, incontinence, dysuria, urethral obstruction and secondary prolapse. A cystourethroscopy and urethrolysis with release of the sling and bladder outlet obstruction under general anesthesia were performed.